Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2024, the patient was alone inside her house when she started feeling dizzy and was about to vomit. The felt weak and passed out. During this time the cgm was 303 mg/dl. Emergency medical services (ems) was not called as the patient was alone and a bg fingerstick was not taken. The patient stated although the cgm was displaying 303 mg/dl, she assumed that her actual bg reading was low based on how she felt. After a few minutes, the patient was able to stand up sloly, sit on a chair and eat. After eating a cookie, she felt fine and then called her son to inform him of the incident. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.